Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The friend of a customer reported via phone call of having high blood glucose of 600mg/dl. Customer is unsure if they should go to the hospital. Customer declined high blood glucose troubleshooting and will contact their doctor. No further details given.